Event description:
It was reported an extravascular subcutaneous catheter rupture. About two months after the implantation, there were sporadic problems with blood sampling. It was difficult to aspirate the blood. However, flushing could always be performed without any problems. During a standard procedure on (B)(6) 2012, a local neck swelling at the junction of the catheter course extravascular/intravascular occurred. Radiographic control showed an unchanged position of the catheter.

Manufacturer narrative:
The complaint of catheter rupture is confirmed. Ruptured for eval is a hickman 7 fr dual lumen catheter. The catheter exhibited one diagonal partial slit at the distal end of the catheter. The slit does not circumvent the circumference of the tubing. No blunt instrument trauma or clamping damage was observed. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. Care must be exercised when implanting, dressing, maintaining and removing the catheter in order to avoid damage to the device. A lot history review (lhr) of huvb0797 showed no other similar product complaint(s) from this lot number.